Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor broken. Broken part was missing. Unable to confirm customer received sensor damaged due to customer returned opened/used.

Event description:
The customer reported via phone call that they received lost sensor alarms. The customer noticed something wrong on the sensor before inserting it. The customer asked if they should set aside any sensor that looked to be damaged. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.